Event description:
A customer reported the "hundreds digit" was incomplete. For example a 125 mg/dl reading would only display a 25 mg/dl. A request was made to return the system for evaluation. In the meantime, a replacement unit was provided.